Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image" involving pentax model ec-3490li/serial (B)(4). No further information was provided. Pentax has made 3 good faith effort attempts to collect additional information from the facility. A response was received where the facility contact stated there is nothing more to report on this issue. The device was returned to pentax. Pentax service inspectional findings included: umbilical cable single multiple bumps, insertion tube bump at end of root brace, suction tube resistance, insertion tube bump at end of root brace, control body grip scratched, water supply tube short, air supply tube short, pve connector housing scratched. The customer complaint was not confirmed. Repairs were performed on the device which included replacement of the following components: o-rings and seals, suction channel lg, light guide cable, pcb for ccd drive pb-free, electrical connector assy, x-ring, air/water supply tube lg, jet supply tube lg.

Manufacturer narrative:
Correction information: g6: follow up #1, h2:if follow-up, what type?, h3:device evaluated by manufacture, h6: coding changed based on the investigation result (health effect - clinical, health effect - impact code). Additional information: h4:device manufacture date.